Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received his scs system, including two percutaneous leads (of the same lot), on (B)(6) 2009. It was reported the scs therapies suddenly began functioning on an intermittent basis only. A diagnostic test of the leads found high impedances. The pt has requested the physician explant the system. He does not want a replacement system implanted at this time. Follow up on the pt found no further issues reported.